Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported breaks on the hub were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Device analysis of the returned device found contrast in the inflation lumen and balloon. When pressurized, a leak was noted from the crack in the hub.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that out of packaging, the 3.0x15mm rx trek balloon dilatation catheter was noted to have a cracked hub. There was no patient involvement. A new same size trek was used so successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis of the returned device found contrast in the inflation lumen and balloon. When pressurized, a leak was noted from the crack in the hub.